Manufacturer narrative:
Approximate age of device ¿7 months 5 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the health care personnel (hcp) attached a few pictures of a "pretty ugly" driveline(dl) that was being considered for an external replacement(repair). The entire driveline was covered in tape. The patient self-applied layers of electrical tape that was removed and can be seen in the photos. No exposed wires at that site. It was unsure what was underneath all the red and yellow tape but did not feel comfortable removing the tape to see. The hcp was concerned that the patient would end up with a dl fracture if the driveline was not replaced(repaired). Patient currently did not have any short-to-shield or driveline fault alarms. Technical services advised that a dl replacement(repair) can be performed. Hcp would evaluate patient next tuesday to ensure that everyone was in agreement before requesting the repair.

Event description:
Patient had an external driveline repair on (B)(6) 2019. Heartmate ii distal end repair completed per procedure. After repair while patient was attached to power module multiple speed drops noted with low speed alarms. Log file confirmed speed drops. Issues resolved when placed on batteries. Patient was put on an ungrounded cable.

Manufacturer narrative:
Section d4, h4: additional information. Device evaluation: the report of damage to the silicone sleeve of the driveline was confirmed through the evaluation of the returned segment of the driveline. Additionally, low flow alarms were noted during evaluation of the submitted log file. The approximately 18" segment of driveline replaced by technical service was returned for evaluation. There was rescue tape applied for the entirety of the returned segment. Examination of the driveline revealed separations the silicone jacket approximately 3¿, 7¿, 11¿, and 12¿ from the controller connector and a tear approximately 8¿ from the controller connector. There was no visible damage to the bionate. Visual inspection revealed some breakdown of the braided shield approximately 3¿ from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. An on site driveline repairs were performed on (B)(6) 2019 by abbott personnel. The driveline was severed approximately 18" from the controller connector and the distal portion was replaced with no issues. The replacement took place under work order #(B)(4). It was reported that the patient had superficial damage throughout their driveline and an external replacement was requested. The patient had not had any history of short to shield or driveline fault alarms. After the repair, while the patient was attached to the power module, there were multiple speed drops noted with low speed alarms. The issues resolved when the placed on battery power. The patient is now on an ungrounded patient cable. The drops in pump speed after the driveline repair are addressed under (B)(4). The patient remains ongoing on vad support. The hm ii lvas IFU contains information on caring for the driveline and addresses damage due to wear and fatigue of the driveline. The hmii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on the event.